Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and sensor. The customer states the sensor was alarming. The customer's blood glucose level was 418mg/dl. The customer states they had conducted set change. The customer states the sensor was bent and kept beeping. It was noted that the customer had inserted sensor sitting and caused it to bend. The customer was advised to insert standing. The customer was advised to monitor the device.